Manufacturer narrative:
H3, h6) software data was received. The logs documented one session on the date of the issue, detailing multiple transitions between registration and navigation tasks. However, they did not pinpoint the root cause of the reported behavior. The provided archives contain 3 CT scans with varying slice counts: 115 slices, 146 slices, and 177 slices respectively. Notably, there were differences in slice spacing and thickness values among all available cts. The CT-1 and CT-2 scans did not include the superior and posterior parts of the patient's head. However, the archives did not capture the registration data to check the trace pattern. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, version: 2.3, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an abscess drainage procedure. It was reported that navigation was allegedly inaccurate. There was a reported delay to the procedure of five minutes due to this issue before the surgeon opted to abort the use of navigation. However, the procedure was still completed despite the reported inaccuracy. The amount of inaccuracy was 5-10 millimeters. There was no reported impact on patient outcome.